Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the balloon catheter caused or contributed to dissection of the coronary sinus during the procedure, preventing successful implant of the left ventricular (lv) lead. The lv port was plugged on the generator, and another attempt to implant the lv lead will be made in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.